Event description:
The device was used during a lung resection procedure. Reportedly, staples were not present when the instrument was fired and bleeding was observed. The instrument was then fired outside the cavity and staples were present. However, difficulty was experienced opening the device. The surgeon manually sutured to complete the procedure.

Manufacturer narrative:
8/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.